Event description:
It was reported that a user experienced an issue with a tandem t:slim x2 pump as it did not register charging when the cable was plugged in, despite regular charging practices and attempting different wall sockets. There was no available information regarding the customer's blood glucose level at the time of the event. The customer was advised by technical support to try a different charging cable and wall adapter, which they did not have, leading to a decision to send a replacement cable and adapter. The customer declined any further follow-up.